Event description:
A customer reported the irrigation did not work during an intraocular lens (iol) implant procedure. The surgeon swapped the lines over to complete the case. There was no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).